Event description:
Customer states that her fellow employee experienced tingling and white fingertips after removing a load from a completed sterrad cycle. The customer stated that after the employee removed the load from the unit, she noticed a clear liquid on the pouch. Customer stated that the liquid was on the outside of the pouch. The employee was not wearing gloves. The employee soaked the area in water for one hour. The employee visited the occupational medicine but she did not receive any medication for the symptom. Asp customer care reviewed the first aid information from msds for h2o2 with the employee. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact: other, capital equipment, evaluated at customer site. The fse completed system certification of unit according to specifications. All test, measurements, and calibrations meet manufacturer's specifications. Conclusion - user guide update. Based on user reports about contact with residual hydrogen peroxide from instruments pouches and trays after sterilization and subsequent light colored residue on these devices after sterilization. An updated user guidance has been issued.